Event description:
The device was returned for a valve 1 leak failure. Testing concluded it was valve 2 and not valve 1 that is leaking. The device was alarming at startup. The device was reverted and pneumatic hardware testing was performed. The device was passing basic recharge test which is inconsistent with a valve 1 or 6 leak. Hardware tests concluded the positive valve (2) was failing. During internal investigation it was found the screen would intermittently disable with gentle pressure on the lcd backlight cable but there is no observable pinching of the cable.

Event description:
The following has been reported: biomed reported: serial number: (B)(6). Service needed/ pump problem alert. Incident occurred (B)(6) 2025. Biomed testing on 3/7/2025 confirmed constant alert. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.